Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. It is possible the mechanisms of the tavr procedure (inflated really fast, cine was turned off early by operator), or patient factors (small stj/balloon interaction) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 20mm sapien 3 ultra valve, at the end of deployment, the valve shifted more ventricular resulting in a low 50:50 aortic/ventricular (a/v) placement in the native aortic annulus with paravalvular leak (pvl). They inflated the balloon really fast and paused inflation once the valve had already dog boned. Therefore, it was not possible to make catheter adjustments to bring the valve more aortic. The valve was post-dilated with a 20mm true balloon. However, pvl was still at least moderate. During post dilation, the operator did not deflate the balloon before coming off the pacer, contrary to what had been discussed with the team prior to the procedure. Fortunately, the balloon did not drag the 1st valve. Due to the patient being inoperable, the team had agreed to try to land a second 20mm valve more aortic. Edwards team reinforced to the operator that a slow controlled inflation must be done in order to be able to make adjustments with valve placement during deployment. The second valve was positioned well, and the edwards team guided the primary operator with valve adjustment during deployment. A second valve landed in great placement. However, the cine was turned off, so the balloon was no longer visible when the team pulled back the delivery system for removal. The team did not realize that the balloon was still inflated, as the operator did not deflate the balloon before coming off pacing. This resulted in both valves migrating in aortic direction. The valves were pulled back to the descending aorta and were post dilated to stabilized them. A third valve, a 23mm sapien 3 ultra valve, was deployed by a different operator. The valve landed at 60:40 a/v, but this considered to be an adequate position for this patient. The shift was possibly due to the sinotubular junction pushing the balloon. Post dilatation was performed with +1cc added to the nominal volume resulting in only mild pvl post procedure. Per the fcs, the patient's anatomy was really challenging. However, the team felt that they took the proper precautions to size and place the valves and that there were preventable user errors that could have avoided during the valve deployment of the 1st and 2nd valves.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06424. Investigation is still ongoing.